Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 197 mg/dl. Customer reports they were able to clear the alarm but occurred immediately after a battery change. The customer unable to rewind the pump because not requested to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with the serial number label fading and a no motor movement or negligible movement. Retries to free a stuck motor failed. Alarm during rewind due to a corroded motor home switch. Unable to verify post-reset ram crc alarm or perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed. Moisture damage also found on motor assembly and force sensor during visual inspection.